Manufacturer narrative:
Patient information not available for reporting. Date infection began is not known. 510k: this report is for an unknown quantity of unknown screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision procedure on (B)(6) 2017 to remove hardware due to the patient presenting with an infection (location unknown). It is unknown if the patient had symptoms leading up to the infection. It is unknown how the infection was diagnosed. Initially, the patient was implanted with a tibia nail on an unknown date to treat an unknown condition. During the revision the tibia nail and an unknown quantity of screws were removed. It is unknown if any malfunctions were alleged against the explanted devices. The procedure was successfully completed. No information available on patient outcome, if surgery was delayed, if medical intervention was required or if unanticipated x-rays were taken. This report is for an unknown quantity of unknown screw.this is report 2 of 2 for (B)(4).